Event description:
It was reported that the surgeon attempted to insert a 20.0 diopter aa4204vl silicone plate lens with toric and the lens was torn by the cartridge. There was no pt contact.

Manufacturer narrative:
Evaluation method: work order search. Results - visual inspection of the returned product showed that half of the lens was torn off and stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. A work order search was performed and there were no similar complaints found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, the work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.